Event description:
"We proceeded to use a "kr" sheath from our storage system (pyxis). Upon opening the package of the "kr" sheath, we noticed that the straw portion of the sheath had become dis-connected from the valve portion of the sheath. When the straw portion was picked up for further inspection, it disintegrated in the hands of the tech."